Event description:
It was reported that the patient presented to the hospital for a scheduled generator changeout. The patient's right atrial (ra) lead had been previously turned off due to non-capture at max output after an open-heart surgery in (B)(6) 2024. Pre-procedure interrogation revealed normal measurements on all tests but high capture threshold on the ra lead. The physician elected to cap and replace the ra lead on (B)(6) 2025. The patient was in stable condition.